Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported, that this patient was a prior patient of the surgeon. Unsure of the date of the initial surgery, but it was done by the same surgeon at the same hospital. Unable to identify the implants that were removed, but it consisted of two different segmented pieces and a cemented stem. The patient's femoral neck unfortunately broke and the surgeon needed to revise them. She felt they would benefit from a total femur replacement. She was able to break apart the segment from the existing lps knee that she had done years before. New segmented pieces were then added all the way up to a proximal femoral replacement. The hip was then finished with the addition of a bipolar head and the hip was reduced. Stability of the hip was confirmed and the closing process began. No adverse events or delays took place. Doi: unknown, dor: (B)(6) 2024, affected side: right knee.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.